Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, an interaction with patient anatomy or inability to maintain position/stability of the device during deployment likely contributed to the reported needle to cuff miss. It is possible that a posterior needle to cuff miss may have occurred which contributed to resistance retracting the plunger. Engagement of the anterior needle tip to the anterior cuff without the posterior cuff blown through the foot related to a posterior cuff miss can lead to resistance pulling the plunger. However, without the device returned for analysis, this cannot be conclusively determined. Factors that can contribute to difficulty retracting the plunger may include, but are not limited to, manufacturing, suture tangles due to user not completing full stroke of plunger withdrawal. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) procedure. Reportedly, there was strong resistance while removing the plunger. Additionally, the suture was not present when the plunger was removed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 10f and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.